Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested from the customer. If the information is provided, it will be reported accordingly.

Event description:
It was reported that an autofill error occurred on the cs100 intra-aortic balloon pump (iabp), during training. The helium tank was full, the catheter was in order, and the hose connection was correct. The safety disk was completely engaged and the hose was not kinked. A field service engineer will be dispatched to evaluate the unit. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse observed error 62 & 57 in the diagnostic logs. After further evaluation of the iabp unit, the fse determined that the unit is unusable and is no long repairable. The iabp will not be returned to clinical use.

Event description:
It was reported that an autofill error occurred on the cs100 intra-aortic balloon pump (iabp), during training. The helium tank was full, the catheter was in order, and the hose connection was correct. The safety disk was completely engaged and the hose was not kinked. A field service engineer will be dispatched to evaluate the unit. There was no patient involvement, thus no adverse event was reported.